Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebw1038 showed no other similar product complaint(s) from this lot number. Device has not been returned for evaluation

Event description:
It was reported that the PICC line was placed on (B)(6) 2018 without any problem. It was stated that after catheter flushing with saline, there was air entry into the PICC line at patient's inspiration. Air re-aspirated, blood reflux was said to be ¿okay¿. New pulsed rinsing of the device and new air intake through the valve. Patient's oxygen saturation was said to drop to 70%, which require medical intervention (oxygen replacement).

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is unconfirmed as the alleged problem could not be reproduced. One 4 fr single lumen powerpicc solo was returned for evaluation. An initial visual observation showed a circumferential indentation in the extension leg approximately 2.5 mm distal to the luer connector hub. The sample was flushed and pressurized with a 12 ml syringe of water. The sample was found to be patent to infusion and aspiration and no leaks were observed. A microscopic observation revealed the indentation near the luer connector hub was superficial and no damage was observed on the valve within the luer connector hub. A lot history review (lhr) of rebw1038 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC line was placed on (B)(6) 2018 without any problem. It was stated that after catheter flushing with saline, there was air entry into the PICC line at patient's inspiration. Air re-aspirated, blood reflux was said to be ¿okay¿. New pulsed rinsing of the device and new air intake through the valve. Patient's oxygen saturation was said to drop to 70%, which require medical intervention (oxygen replacement).